Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Customer did not provide a blood glucose value, but stated that they are below target. During troubleshooting with tandem technical support, it was found in the pump history that the customer delivered a 10 unit bolus. Customer stated that she thinks the pump is delivering too much insulin, and that she does not remember delivering a 10 unit bolus. Customer reported that she will continue to drink juice to stabilize blood glucose levels.